Manufacturer narrative:
There is no additional information available. Correction - f10-should be blank.

Event description:
Revision operative report of (B)(6) 2022. Indication for surgery, this 61 yo female has a recalled polyethylene liner. The patient was having postoperative pain and had a negative infection work-up. Poly exchange was done replacing the 9mm to a 10mm poly. At the time of surgery there was noted to be some overgrowth of bone along the medial tibial tray as well as an ossified fragment in the posterior medial joint line that was removed. There is some mild wear on the posterior medial corner of the polyethylene and some mild wear along the surface of the polys there was no significant osteolysis seen and minimal synovitis. Sterile dressings were applied, and the patient was taken to recovery room in stable condition, there were no surgical complication. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6: investigation results: the revision reported may have been the result of polyethylene wear as stated in the operative notes. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear cannot be confirmed as the devices were not available for evaluation and radiographs/ photographs were not provided.

Manufacturer narrative:
Concomitants: serial #: (B)(4), category #: 02-020-13-0340 - truliant cr cem fem cr cem right sz 4, serial #: (B)(4), category #: 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t, serial #: (B)(4), category #: 200-02-38 - three peg patella 38mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Legal case - (B)(6). Per report via the legal department, the patient had an initial right knee replacement done on (B)(6) 2020. The patient had the right knee revised on (B)(6) 2022 approximately 2 years and 4 months after the initial procedure. Postoperative diagnosis: right knee post op pain. Serial #: (B)(4), category #: 02-022-47-4009 - truliant tib imp cr ins std sz 4, 9mm, serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k152170. Concomitants: serial #: (B)(4), category #: 02-020-13-0340 - truliant cr cem fem cr cem right sz 4, serial #: (B)(4), category #: 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t, serial #: (B)(4), category #: 200-02-38 - three peg patella 38mm. There is no device return. There are no photos or other images of the device provided. No additional information is available.